Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04142. It was reported, the pt no longer had stimulation. The pt met with the physician regarding the issue, and it was reported stimulation was no longer on the left side. F/u identified the physician replaced one of the leads with a new lead. It was reported, the pt was receiving effective stimulation postoperative. Since it was unk which lead was replaced, both leads are reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.